Event description:
It was reported that the patient presented for a system implant procedure. During the procedure, the patient experienced ventricular tachycardia after the pacemaker and electrodes were connected. The pacemaker was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of adverse event without identified device or use problem could not be confirmed. The device was received in normal working conditions with battery voltage above elective replacement indicator (eri). Electrical and mechanical analysis performed, indicated normal device functionality. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.